Event description:
Event #1: I went into the patients' room because their infusion of vancomycin was completed. When I attempted to remove the primary IV line (paying especially close attention not to stress the end, and attempting to pull straight out) the end of the line broke off inside the microclave. The cap was immediately removed and a new one primed and used. There were no residual broken pieces in the line. The line flushed and functioned as appropriate without any ill effects to the patient. Event #2: I walked into the patients' room because there was a distal occlusion, alarming and I when I disconnected the primary IV tubing from their PICC line the end broke off and stayed stuck in the microclave. I immediately flushed a new cap and changed it, not seeing any residual plastic in the line. I then called the PICC nurses to look at the line, examine it, and ensure it was safe to use. They did. There was no harm to the patient. These events involved 2 separate patients.